Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed.

Event description:
Patient came in with a midshaft femur fracture. The patient already had an old competitor hip screw from an unknown date. Using the stryker extraction sets, surgeon tried a few options to take the competitor device out but could not get it out. A last resort option he tried the conical extractor (B)(4), the extractor became tight and then boke 3/4 the way up the threads. From that point the end of the extractor was stuck in the competitor device which is still in the patient. Surgeon decided to then plate the femur instead of removing the hardware and nailing it.